Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the bent cannula could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose around 30 mmol/l (540 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (back), the cannula was observed to be bent. Due to this, the patient sought medical attention. Although the patient went to the hospital, he was not admitted, just there "under observation." Further information on the event was not provided. If information is made available, the case will be updated.